Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen lymph nodes, pain, breast pain, swelling," and "these implants were also recalled..due to a link between these type of implants and bia-alcl".

Event description:
Patient reported "swollen lymph nodes, pain, breast pain, swelling," and "these implants were also recalled..due to a link between these type of implants and bia-alcl." Patient additionally reported "symptoms of breast implant illness for many years, widespread chronic joint pain, fever, headaches;" these events are not related to the device. This records relates to right side. Device remains implanted.